Manufacturer narrative:
The reported event of stretched helix was reported to abbott and could not be confirmed. Visual inspection noted the helix was compressed under specification. The helix compression is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
During the initial implant procedure, while attempting to reposition the leadless pacemaker (lp), the helix was stretched. The lp was explanted and a new lp was successfully implanted to resolve the event. The patient was in stable condition.